Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness, dry skin, and inflammation extending beyond the patch perimeter, which occurred the day after the sensor had been inserted in the arm. The skin was prepped with soap and water prior to sensor insertion. The patient also experienced the following after insertion, the patient¿s hands, wrist, and arm started to ¿swell up¿ and her fingers ¿got very stiff¿. On (B)(6) 2023, the patient consulted with their doctor and the patient was advised to remove the sensor. No treatment or medication was provided. The patient¿s doctor was unsure of what caused the patient¿s reaction but advised for the patient to discontinue use of the dexcom. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).